Event description:
Additional information provided, that the cutter module was broken. And could not be use in normalcy. During the working period of cutter, it could cut and aspirate. When it stopped, both cutting and aspirate was stopped. No error code/message showed.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Five photos attached to the parent complaint were reviewed by the investigation site. The reported event cannot be confirmed, on the photos attached. A sample was not received, at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cutting occurred for the first 20 second and stopped. The cutter was replaced but could not continue the surgery, and the surgery was rescheduled. Could not laser eye's blood vessel as pars plana vitrectomy (ppv) could not performed, there was risk of intraocular hemorrhage. Still had retina detach. Additional information received the company representative who indicated that the retina detachment was the chief complaint that patient sought the medical treatment. Retinal detachment was treated, no complication reported.